Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, as noted in b5, there was foreign material in the air/water tube as well as the air/water cylinder. The foreign material appeared to be some form of crystallization that was white in color. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus colonovideoscope due to defects noted in the adhesive. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit had foreign material coming from the air/water nozzle. This report is being submitted to capture the foreign material found coming from the air/water nozzle during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage from the body of the device and the u/d [up/down] angulation control knob. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.